Event description:
The initial reporter questioned high results for three patient samples tested na (sodium) on a cobas 8000 ise 1800 module. The customer provided an example of discrepant results for 1 patient sample. The sample initially resulted in a na value of 152.3 mmol/l and repeated as 145.9 mmol/l. The repeat result was deemed correct. No questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer did not provide any qc data but stated qc was acceptable. The field service engineer decontaminated the instrument, performed adjustments, and verified the instrument by performing precision, calibration, and quality control testing. The customer reported that the issue persisted and the field service engineer checked the analyzer again and determined a failing dilution nozzle. The dilution nozzle and tubing were replaced. Instrument performance and quality control testing were performed. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.